Manufacturer narrative:
Investigation summary: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Data review shows that there is a strong likelihood that the customer has a contamination issue. Technical support also noted that technicians at the site have removed reaction tubes that had liquid on the outside. Reason for leak unknown but this is likely what has caused their contamination. Root cause: leaking product; unable to determine. Source: phone.

Event description:
Reported one false positive sars result. The customer communicated the result tested negative by molecular (pcr testing).